Manufacturer narrative:
Date sent to the FDA: 11/17/2020. Additional h-6 method codes: 3331 the device history records reviewed, and no issue found. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the onset date of erythema, inflammation from the index surgery (# of days post-op)? Additional information was requested, and the following was obtained: please confirm a date of index surgical procedure?¿¿(B)(6) 2020 were there all symptoms resolved after suture removal?¿¿the problem had been dealt with, the patient symptoms had improved in the follow-up treatment, and had left the hospital. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please specify medical intervention performed for symptoms? What is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 12/08/2020. The following information was requested, but unavailable: what was the onset date of erythema, inflammation from the index surgery (# of days post-op)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Please confirm a date of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please specify medical intervention performed for symptoms? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were there all symptoms resolved after suture removal?

Event description:
It was reported that the patient underwent a leg trauma surgery on unknown date and the suture was used. It was reported that the patient experienced post-op inflammation with erythema around the wound after sewing in debridement and suture of leg trauma. Stitches were removed and anti-inflammatory treatments for wound were given. Additional information has been requested.